Event description:
It was reported that during an attempted device upgrade procedure, the right atrial (ra) lead was attempted to be implanted but not used. The lead continued to dislodge after multiple attempts to place it. The physician removed the ra lead from the body and plugged the port on the existing device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg ICD, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.